Event description:
It was reported that the 8 of the intermittent catheters were kinked. Per customer via phone on (B)(6) 2021, customer stated that kinked was not the best description of what was wrong with the catheter. The characters were twisted on the ends making it difficult and/or impossible to use the guideline for insertion.

Manufacturer narrative:
The reported event is confirmed and cause unknown. Visual inspection noted 1 opened magic3 catheter was received. Visual evaluation of the returned sample noted that there was a severe bend at the funnel. This does not meet specifications which shows the catheter should be straight with no bends. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 8 of the intermittent catheters were kinked.